Manufacturer narrative:
Other text: the returned root device was evaluated. The heat damage was contained to the inside the device housing. Due to the extent of the heat damage, a root cause cannot be determined. However, since the majority of the damage was around the battery compartment, a potential root cause could be from a battery failure. Other devices (radical-7, sedline module, o3 module, and a patient cable) associated with this reported incident were returned. These were also investigated and confirmed to be functioning as designed. Masimo devices are designed to comply with iec 60601-1 to minimize potential end user impact in the event of an electrical fault. The root device is also designed with pwb (printed wiring board) that is ul rated min. 105°c and flame rated min. V-2 to reduce the risk of deformation from heat and reduce the probability for the spread of fire. An extensive review of the complaint history on the root devices confirmed this was an isolated report, and the only such occurrence reported since the launch of the product in 2014.

Event description:
The customer reported the "root went [on] fire. Device was off and not power connected." There was no patient impact or consequences reported.